Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that prior to pulse field ablation (pfa) procedure a farawave 31 mm was selected for use, upon removal of catheter from packaging, it was noted to be dirty. No patient complications were reported. The device was received for analysis and investigation is still in progress.